Manufacturer narrative:
The service rep found that the error logs indicate gib board lockup. He ordered a new gib board and footswitch and installed them both. System operating as intended.

Event description:
The customer reported that the unit locked up while trying to fluoro from the footpedal and when attempting to input patient data from right touchscreen. No patient injury was reported.